Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, a2, a3, a4, b3, b5, d1, d4, g3, h6.

Event description:
Allergan aesthetics received a report of a patient treated abdomen and upper back with coolsculpting cooladvantage coolcurve+, coolmini, and coolsculpting elite curve 150 developed paradoxical hyperplasia (ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah/ph) by medical professional.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2021 to the abdomen and infrascapular area with cooladvantage coolcurve+ applicator, and using coolsculpting elite curve 150 (c150) applicator to the infrascapular area. The patient developed paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated to the abdomen and upper back with on (B)(6) 2021 with coolsculpting cooladvantage coolcurve+, coolmini, and coolsculpting elite curve 150 and developed paradoxical hyperplasia (ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah/ph) by medical professional.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting and developed paradoxical hyperplasia (pah/ph ) after treatment. Location of diagnosed ph unknown at this time.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2021 to the abdomen and infrascapular area with cooladvantage coolcurve+ applicator, and using coolsculpting elite curve 150 (c150) applicator to the infrascapular area. The patient developed paradoxical hyperplasia (ph).

Manufacturer narrative:
Correction: b3 due to reporting update of occurrence date.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2021 to the abdomen and infrascapular area with cooladvantage coolcurve+ applicator, and using coolsculpting elite curve 150 (c150) applicator to the infrascapular area. The patient developed paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting® on (B)(6) 2021 to the abdomen and infrascapular area with cooladvantage coolcurve+ applicator, and using coolsculpting® elite curve 150 (c150) applicator to the infrascapular area. The patient developed paradoxical hyperplasia (ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah/ph) by medical professional.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3: date of event (2/15/2022).